Manufacturer narrative:
D10 concomitant devices 7223902 02-022-51-2009 - truliant tib imp crc insert sz 2, 9mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 21 months after a left total knee replacement procedure the patient has experienced pain, swelling, and limited range of motion. No further issues or complications were reported. No additional information is available.